Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to low amplitude. There was no artifact or noise seen on the electrocardiogram (EKG). The lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint lead was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.